Event description:
It was reported during the procedure that the guidewire (subject device) outer coating was peeling off. The procedure was completed successfully ad there were no clinical consequences to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the guidewire tip was shaped. The device ptfe coating was examined under magnification and there was evidence of scraping of the ptfe from the proximal end towards the distal end in several places to approximately 86.5cm from the proximal end. The distal section and hydrophilic coating was examined along its length with wet fingers and no anomaly was noted. The nitinol tubing proximal bond was in place. The corewire distal end was observed through the distal tip dome. A functional test was not required as the reported event was confirmed based on the device analysis. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during the device analysis. The device failed to meet specifications when returned. Additional information was requested in order to help with this investigation. To date no response have been received. If additional information is received at a later date that will change the investigation details and assignable cause, the investigation will be re-opened to include such information. Analysis of the returned device also found damage to the ptfe coated length. Scraping and peeling was evident approximately 86.5cm from the proximal end and most likely occurred as a result of interaction with another device. The damage noted is consistent with over tightening of the torque device. The event description indicates a very small part of the device wire outer coating came away from the wire upon torc release. The as reported and as analyzed defects of the guidewire ptfe coating peeling will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported during the procedure that the guidewire (subject device) outer coating was peeling off. The procedure was completed successfully ad there were no clinical consequences to the patient due to this event.